Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was showing an error with unexpected data. The technical support specialist dialed into the station and found the station app stuck on the care fusion application error window, then brought the station into the admin profile. Upon checking structured query language server management studio, the database was found to be in suspect mode, so knowledge article as "how-to-recover / repair a corrupted dsclientoltp database" was applied, and the database recovered successfully. The transactions between the station and the server were compared and confirmed to match. The station resumed real-time uploading and downloading, and a full sync was completed without issues. The station was confirmed to be up and running normally, and the customer verified that the device was functioning well. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device shows database error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.